Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on (B)(6) 2011 the patient underwent posterior l5-s1 fusion with spinous process instrumentation, local bone graft and rhbmp-2 bone morphogenic protein to treat lumbosacral disc degeneration and facet arthropathy. Op notes: the joint surface was decorticated with a burr, and the decorticated facet joint was filled with a sponge containing infuse bone morphogenic protein and local cortical cancellous morsellised autograft bilaterally. The interspinous ligament was then resected. The level was stabilized using a spire plate. The plate was found to have excellent bony purchase on both the l5 and s1 spinous processes, and was found to be in excellent position in the ap and lateral planes using the c-arm. The patient was taken in good condition to the post-anesthesia care unit.

Event description:
It was reported that the patient presented to surgery with lumbosacral disc degeneration and facet arthropathy. The patient underwent a procedure for posterior l5-s1 fusion with spinous process instrumentation, local bone graft, and rhbmp-2/acs. Allegedly the patient¿s post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.